Event description:
International affiliate reports the change made to the valve's pressure setting failed to result in a change to the patient's intracranial preessure. The valve was explanted and some bio-substances were observed within the device.